Manufacturer narrative:
Investigation summary: a complaint of there being a small hole in tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21026113 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a small crack was found in the as lvp 20d 3ss cv tubing while connecting it to the fluid bag. The following information was provided by the initial reporter: "the nurse reported that when she hooked up the tubing to the fluid bag there was a small puncture in the tubing itself."